Event description:
It was reported the system had a cine disk not available error message. This would prevent the cine function from operating. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk was replaced and the power capacitor module connection were tightened during the service call. The system was tested and found to be working as intended and put back into service.